Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the device began leaking. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.